Event description:
It was reported pt is deceased. The cause of death was unclear and the device relationship to the pt's death was unk. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).